Manufacturer narrative:
The device was returned by the customer for evaluation. It was observed that the resistance of the device (pusher) met specification. Additionally the device was examined visually but the results of our investigation were inconclusive; we were not able to determine the cause of this incident.

Event description:
The physician had placed a microvention 100307cc-v coil, lot number p0703283. The physician then attached the v-grip detachment controller, but the coil did not detach initially. Subsequent to the initial non-detachment, the device detached but with half of the coil in the aneurysm. The physician then used a merci device to retrieve the coil. Subsequent coils were positioned and detached successfully. There was no harm to the patient.